Manufacturer narrative:
Device available for evaluation: 02/29/2016. The device was received and evaluated. Pre-repair temperature testing one minute at 60,000 rmp the device measured between 77° f and 78°f. There was no functional fault with the device. It was cleaned, tested to product specification and returned to the customer. Actual device evaluated; test for high temperature conditions; visual inspection. No failure detected, device operated within specification; operational context caused or contributed to event.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device has not been received for evaluation.

Event description:
It was reported the drill was "overheating". There was no report of injury to the user or a patient.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.